Event description:
It was reported that this right ventricular (rv) lead has exhibited increased impedance and loss of capture. The patient was hospitalized, and the device therapy was programmed off. The device data was forwarded to boston scientific technical services (ts) was contacted for review and confirmed that loss of capture occurred during rv pacing, likely due to a rv lead issue. Lead replacement was recommended to ensure adequate therapy delivery. At this time, the rv lead remains implanted and in-service. No additional adverse patient effects were reported.